Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record review was performed for the finished device lot number 00002629 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during a bwi-sponsored clinical study, a patient underwent a cardiac ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath - medium (on (B)(6) 2025) and the following day ((B)(6) 2025) the patient experienced aneurysm spurium in the right groin. The issue was categorized as moderate severity and a serious adverse event. Intervention performed was other- compression bandage and manual compression. The patient's hospitalization began on (B)(6) 2025 and ended on (B)(6) 2025. The medical team did not believe that the event was related to the study devices, and that the relationship with the index study procedure was causal. The event was expected/anticipated. The outcome is that the patient had recovered by (B)(6) 2025.